Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the doc extension guide wire was returned with blood on the core and hypotube and there was no contrast visible which is consistent with the doc extension guide wire being handled outside of package as reported. Analysis confirmed the reported separation as the hypotube was separated 5 mm distal to the proximal end of the hypotube. The fracture face was severely oval shaped. The separated portion was not returned. Scanning electron microscopy (sem) analysis of the guide wire suggests that the fracture was at a bend and dimples were observed and the hypotube failure may be attributed to dimple rupture, indicating ductile overload. The fracture was flattened and oval in shape as if kinked prior to the separation. For the wire to fail in this manner the hypotube being over pulled or over bent would require it to be trapped within the anatomy or another device in order to create the required forced to cause a separation. Additional patient anatomical information was not provided; however, if the anatomy is tortuous and/or calcified, and force is applied to the proximal end of the guide wire, this may cause the guide wire to bend/kink and may ultimately cause the wire to separate during the procedure. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into another device, that a bend could occur that would later fracture. Analysis also noted a bend in the hypotube, .5 mm distal to the proximal end of the hypotube which is consistent with product handling during the procedure as no damage was reported during inspection prior to use. Overall, the reported guide wire separation and the noted bend in the hypotube appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing performs 100% non destructive pull test to verify that the hypotube to core connection is attached. Additionally, quality control performs on line reliability testing to verify the product quality.

Event description:
It was reported that during use in the procedure, the doc separated at the connection area. The site did not report a clinically significant delay due to the event. No patient effects. No additional event or patient information is available. The qat analysis of the returned device identified a hypotube separation.